Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The potential for development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor was inserted by making a small incision and placing it under skin, and the potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user's hcp was made aware of the event and the user was treated with keflex for the insertion site. No further investigation was found necessary for this complaint.

Event description:
On 17 december 2024,senseonics was made aware of an incident where user had a reaction to the white adhesive patches causing an infection at insertion site. The user reported symptoms of redness, pus, burning sensation and swelling.